Event description:
It was reported that before an unknown procedure, an error code 7 was displayed and the device was non-functional. Another device was used to start the case. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it is no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 7 to occur.